Event description:
It was reported that the customer's insulin pump kept turning off. His blood glucose level was not reported. The silver tab inside the battery compartment broke off. The customer's wife called to report that they were still waiting for the replacement cap they ordered. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.